Event description:
An endeavor sprint rx stent was implanted to the lad to treat a dissection which occurred during the index procedure. It was reported that approximately 21 months post procedure, the patient suffered a gi bleed. The patient was treated with medication, a colonoscopy and a blood transfusion. The patient was on dapt. It has been assessed that the event was not related to the device and the patient recovered with treatment.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (hemorrhage).

Event description:
Asa was withheld as a result of the bleed.